Event description:
It was reported that during a supply change the infusion set inset fell apart when the ilet user removed the needle guard, and the agent guided a site change that resolved the issue; the device component implicated was the infusion set, with the problem attributed to an improper procedure during deployment or connection. There were no reported symptoms, clinical signs, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem but identified a usage problem involving the infusion set. It was concluded, based on established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.